Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 350 units. There was no impact to the customer's blood glucose level. Reportedly, the customer would revert to manual injections until they are able to obtain another cartridge to load.